Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported a low reading issue with the freestyle libre sensor. Unspecified low sensor readings were obtained as compared to competitor capillary meter, and customer was displaying symptoms of nausea, feeling sick, and fatigue. The customer was taken to hospital where a diagnosis of hyperglycemia was made, and customer treated with insulin (dose/type unknown) by healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported a low reading issue with the freestyle libre sensor. Unspecified low sensor readings were obtained as compared to competitor capillary meter, and customer was displaying symptoms of nausea, feeling sick, and fatigue. The customer was taken to hospital where a diagnosis of hyperglycemia was made, and customer treated with insulin (dose/type unknown) by healthcare professional. There was no report of death or permanent injury associated with this event.